Event description:
A us distributor contacted zoll to report that a patient developed open blisters under the lifevest equipment. The patient described the area as itchy open blisters. There was no alleged device malfunction contributing to the open blisters. The patient¿s physician prescribed a cream for the open blisters. The outcome of the irritation is unknown as follow up attempts were unsuccessful.